Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, dft (defibrillation threshold) testing failed in multiple vectors with high dfts noted, and the patient could not be defibrillated. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.